Event description:
It was reported device migration with a device leak occurred. A left atrial appendage (LAA) closure procedure was performed, and a 24mm WATCHMAN FLX Closure Device was implanted on (b)(6) 2023. The patient was discharged following the procedure. At the routine 45-day follow-up visit on (b)(6) 2023, imaging confirmed that the device was well seated with complete closure of the appendage and no residual leak. On (b)(6) 2026, the patient presented for an atrial fibrillation ablation procedure. During the procedure, a non-Boston Scientific ablation catheter (Sphere 9) became entangled with the WATCHMAN FLX Closure Device. The physician was able to successfully detach the catheter; however, manipulation resulted in the Closure Device being displaced to a more proximal position within the appendage, with a peri-device leak. No thrombus was observed. The patient was restarted on anticoagulation therapy and was discharged home.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.